Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues. On april 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patients device is to be scheduled.